Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked from the septum when the cartridge was being filled. The customer was able to load a new cartridge. The customer's blood glucose level was 320 mg/dl with trace ketones and it was addressed with a correction bolus.